Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that about a week after the trial start date (B)(6) 2022), the patient claimed the lead had fallen out, it got tangled on clothing and the lead fell out. When the md removed the stitch they did not find a lead. Later a surgeon did an xray they found a lead implanted. Patient name: (B)(6) dob: (B)(6) trial start date: (B)(6) 2022 troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed information. Rep reported per hcp they believe part of the lead broke off. No actions were taken, dr. Shin thought the lead was out on the day patient came to the office for lead pull after trial completion. Per dr. Shin, part of the trial lead still remains in the spine. The patient is going for permanent implant on (B)(6) 2022 and the trial lead will be removed at that time.